Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), patient complications occurred. The target lesion was located in the external iliac. Upon review of the initial angiogram, a dissection was noted to be present prior to the procedure. Following treatment using the oad and balloon angioplasty, the dissection was noted to have increased in length down the external iliac. Balloon angioplasty was performed again and two stents were placed to resolve the dissection, and the patient was in stable condition following the procedure.